Manufacturer narrative:
The results of this investigation concluded tears were observed in all three cusps. Focal areas of acute hemorrhage, histiocytes and organizing fibrin were also found on all three cusps. There was no evidence of acute inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the cusp tears and fibrin formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, the patient underwent aortic valve replacement and this 21mm trifecta valve was implanted without issue. In (B)(6) 2015, the patient presented to the hospital with health problems. In (B)(6) 2015, the symptoms worsened and the patient was referred to another hospital and an echo revealed aortic regurgitation. On (B)(6) 2015, re-do aortic valve replacement was performed and the trifecta valve was explanted and replaced with a 21mm non-sjm tissue valve. Ex vivo, the right coronary cusp of the trifecta valve was torn and prolapsed from the top of the stent post shared with the left coronary cusp to the nadir. No sign of infection was present.